Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient's right ventricular lead exhibited noise leading to a false high ventricular rate reading. The noise could not be reproduced in clinic. No device intervention was performed. The patient was stable.